Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated belly') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed: yes). Essure (ess205) was removed. At the time of the report, the abdominal distension outcome was unknown. The reporter considered abdominal distension to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007. Most recent follow-up information incorporated above includes: on 9-jan-2020: case has become serious incident. Reporter information were updated and cluster ID were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated belly') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with right salpino·oophorectomy.). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the abdominal distension outcome was unknown. The reporter considered abdominal distension to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, removal details was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated belly') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed: yes). Essure (ess205) was removed. At the time of the report, the abdominal distension outcome was unknown. The reporter considered abdominal distension to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 08aug2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.